Manufacturer narrative:
Pump had no button response, problem isolated to interfaceboard. No unexpected vibrate anomaly noted. Unable to test for alarm or unexpected restart alarm due to no button response. Pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.